Event description:
The patient was reported having problems with his implant. Since 2007, the patient was no longer able to hear with his implant. At first the patient thought it might be the battery, however, after changing the battery nothing changed. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.